Event description:
Kuo et al. Photothermal ablation with the excimer laser sheath technique for embedded inferior vena cava filter removal: initial results from a prospective study, j vasc interv radiol (2011), doi:10.1016/j.jvir.2011.01.459; report that a (B)(6) male patient was treated with an optease filter. The dwell time was 749 days. During the filter removal, the struts were adherent from prolonged implantation. A 12-f laser sheath (transfemoral and transjugular ablation of tissue alternating with blunt dissection from apex through entire filter length). Procedural complications included caval thrombosis, small focal extravasation from wire perforation. Outcome and anticoagulation status was successful retrieval, acute thrombus treated with local balloon-occlusion altepase thrombolysis with clot resolution, focal extravasation self-limited, warfarin continued for antiphospholipid syndrome.

Manufacturer narrative:
Kuo et al. Photothermal ablation with the excimer laser sheath technique for embedded inferior vena cava filter removal: initial results from a prospective study, j vasc interv radiol (2011), doi:10.1016/j.jvir.2011.01.459; report that a (B)(6) male patient was treated with an optease filter. The dwell time was 749 days. During the filter removal, the struts were adherent from prolonged implantation. A 12-f laser sheath (transfemoral and transjugular ablation of tissue alternating with blunt dissection from apex through entire filter length). Procedural complications included caval thrombosis, small focal extravasation from wire perforation. Outcome and anticoagulation status was successful retrieval, acute thrombus treated with local balloon-occlusion alteplase thrombolysis with clot resolution, focal extravasation self-limited, warfarin continued for antiphospholipid syndrome. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. The retrieval difficulty experienced by the costumer was most likely related to the length of time the filter was deployed in the patient. The IFU states that the indication is for 14-23 days (USA). Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling.

Manufacturer narrative:
January 28, 2011. Photothermal ablation with the excimer laser sheath technique for embedded inferior vena cava filter removal: initial results from a prospective study. William t. Kuo, md, et al. Vasc interv radiol (2011), doi:10.1016/j.jvir.2011.01.459 the product is not available for evaluation. Additional information will be submitted within 30 days from receipt.